Event description:
It was reported that during an unspecified surgical procedure, it was observed that the electric pen drive device had intermittent operation and was seizing up. As a result, there was a five minute delay to the surgical procedure. An identical spare device was available for use. It was reported that there were no injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in july 2014. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The manufacturing location was unknown. The serial number was unknown. Therefore, device manufacture date is unknown. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) the actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the rotations per minute specification. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor assembly or electronic control unit (ecu) failure due to usage wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.